Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 for low blood pressure. The patient had earlier gone to a minute clinic for a swollen right foot and leg, and was advised while there that they should go to the hospital. In the hospital, the patient was further diagnosed with severe dehydration and localized peritoneal fluid overload, a condition reasonably associated by the patient¿s peritoneal dialysis nurse to the use of a pd solution of a concentration that was too high for the patient¿s physiology. The solution has a concentration of 2.5%. Treatment for the patient while at the hospital consisted first of the removal of the localized fluid buildup, and later with the administration of fluids to treat the dehydration. The patient recovered from both the swelling and dehydration following the treatment at the hospital, and was released the next day on (B)(6) 2016. The patient is currently well and continuing with peritoneal dialysis therapy. Medical records and a discharge summary were requested from the nurse, but none were available for evaluation.